Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad cord was damaged to the point that it would not remain seated in the port and required being held in place to charge, and a replacement was issued after troubleshooting and education were completed. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included complaint intake and troubleshooting education. Investigation of this case revealed a damaged charging accessory consistent with a mechanical connection issue affecting charging function. It was concluded, based on previously established findings for similar reports, that the cause was component damage due to wear or handling.